Event description:
It was reported that a novum iq large volume pump infused faster than is should have during patient therapy. A premixed 2g magnesium was programmed via preset mg sulfate setting in the pump. It was supposed to infuse over 2 hours but after 1 hour and 10 minutes the bag was already empty. There was no report of patient injury or medical intervention associated with this event. No additional information is available. No further information was provided.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy and delivered within specification. The reported did not provide an event occurrence date however a magnesium infusion was identified on (B)(6) 2025 for the concentration provided. This was programmed as a secondary maintenance infusion. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.